Manufacturer narrative:
H.6. Investigation: our quality engineer was unable to verify the reported complaint. Photos or samples are not available for analysis and because no objective evidence of this issue was found during the analysis of the device history record and quality notifications for the claimed lot, it was not possible to verify this complaint as being generated by manufacturing process. H3 other text : see h.10.

Event description:
It was reported that a bent catheter occurred with a angiocath 24ga x 0.75in. The following information was provided by the initial reporter. "Bd angiocath# 24ga x 0.75 '' catheter constantly causes the following problem: after the patient puncture, when pulling the needle, the part of the silicone that corresponds to the tip bends, causing injury to the vessel wall and skin, requiring a new puncture. This type of catheter is often used in children, the elderly and patients with difficulty in venous access."

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bent catheter occurred with a angiocath 24ga x 0.75in. The following information was provided by the initial reporter, "bd angiocath # 24ga x 0.75 '' catheter constantly causes the following problem: after the patient puncture, when pulling the needle, the part of the silicone that corresponds to the tip bends, causing injury to the vessel wall and skin, requiring a new puncture. This type of catheter is often used in children, the elderly and patients with difficulty in venous access."